Event description:
It was reported that during a vascular stent deployment in the popliteal artery, the vascular stent allegedly met resistance and was allegedly foreshortened by 60mm as indicated on the label. It was further reported that the vascular stent allegedly failed to expand completely. Reportedly, a pta balloon and additional stenting was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: based on the lot history review the used product complied with all manufacturing specifications leading to final device release. In reviewing manufacturing and quality records, no relevant manufacturing process changes were implemented that could have led to the event reported. No manufacturing anomalies or deviations, which may have caused or contributed to the event reported, have been identified. Investigation summary: based on the investigation of the returned sample and the provided x-rays the reported stent foreshortening could be confirmed. The sample was found in used condition without stent (deployed inside patient) and no conspicuity was identified indicating a too short stent or a stent foreshortening during deployment. However, x-rays were provided documenting the foreshortening. A manufacturing related issue could not be found. The investigation of the reported issue is closed with confirmed result. A definite root cause for the event could not be determined. Labeling review: in reviewing the labeling supplied with this product it was found that the instructions for use (IFU) as well as the package label sufficiently reference the dimension of the stent. In regards to stent positioning the IFU states: 'pull back the stent system until the distal and proximal stent radiopaque markers are in position so that they are distal and proximal to the target site.' The stent deployment was found closely described, as the IFU states: 'confirm that the introducer sheath is secure and will not move during deployment. Gently hold the stability sheath at or proximal to the orange marking and maintain it straight and under tension throughout the procedure. Initiate stent deployment by pushing the trigger. Six micro triggers result in one full trigger while using fluoroscopy, maintain position of the distal and proximal stent radiopaque markers relative to the targeted site. Continue pushing the trigger until the distal end of the stent obtains complete wall apposition. With the distal end of the stent apposing the vessel wall, final deployment can be continued with full triggers. Deployment of the stent is complete when the proximal stent radiopaque markers appose the vessel wall.' In regards to pta the IFU states: 'predilation of the lesion should be performed using standard techniques.', and 'post stent expansion with a pta catheter is recommended.' (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
No medical records was provided to the manufacturer. Medical images were provided. The lot number for the device was provided. The device history records and image are currently under review. The device was returned to the manufacturer for evaluation. The investigation is currently under way. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a vascular stent deployment in the popliteal artery, the vascular stent allegedly met resistance and was allegedly foreshortened by 60mm as indicated on the label. It was further reported that the vascular stent allegedly failed to expand completely. Reportedly, a pta balloon was used to complete the procedure. There was no reported patient injury.